Manufacturer narrative:
Additional codes image review: static images and media files were provided for review of the event description. Patient¿s partial executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 81.6 millimeter (mm) with a perimeter derived diameter of 26mm suggesting a 34mm evolut. Fluoroscopic valve load inspection was performed, and overlap appears to reach node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. However, a misload was not identified and the valve was used for implantation. A pre balloon aortic valvuloplasty was performed prior to the valve implant. It was reported that an infold occurred during the first deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Per the event description, it seems that an infold was not recognized just prior to the point of no recapture and the valve was released. After release, the infold appeared to be more evident. A second valve was loaded and fluoroscopic load inspection confirmed a good load, but there is no evidence that the second valve was ever attempted to be used. Post implant dilatation was performed. Final angiogram shows that the frame expanded with residual infolding in the inflow. No further intervention was performed. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a procedural delay resulted from the infold prior to the post balloon dilatation as a second valve was loaded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (B)(6) into a patient with an aortic valve anatomy diameter of 26 millimeter (mm) with a calcium chunk descending through the annulus and left ventricular outflow tract (lvot), no infold was detected on the x-ray check. A pre-implant balloon aortic valvuloplasty (bav) was performed with an 18 mm non-medtronic balloon. The valve was deployed and an infold was noted immediately after valve release. After multiple check, it was determined a post bav should be performed. Due to unstable valve appearance, a second valve (B)(6) was loaded into a new delivery catheter system (dcs) for back-up safety reasons. A post bav was performed with a 23 mm non-medtronic balloon successfully and confirmed by transesophageal echocardiogram (tee). The second valve was not needed. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: l-evprop34 (lot: 0012212441); product type: 0195-heart valves. Product ID: d-evprop34 (lot: 0012210736); product type: 0195-heart valves. Product ID: evproplus-34 (serial: (B)(6); product type: 0195-heart valves. Product ID: d-evprop34 (lot: 0012210736); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.